Manufacturer narrative:
B.2 revised as an incorrect selection was made on the initial report that was submitted. B.5 information was added as previously entered information was reported incorrectly on the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. Stroke : in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Embolism : the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Event description:
The complainant had an impella 5.5 pump placed to support a patient admitted in cardiogenic shock/acute myocardial infarction. The pump was supporting while the patient awaited a heart transplant. The pump was explanted at the time of transplant on day 10. After explant there was an embolic cerebrovascular accident that the team presumed to be from the impella. The cerebrovascular accident was at a site of a prior stroke. The patient survived.

Event description:
It was reported that upon explantation of an impella 5.5 a thrombus was found in the inominant. The patient survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.